Manufacturer narrative:
The insulin pump was received with blank display due to corroded at the lcd board also, had corroded the motor home switch. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a couple of days ago, she wore the insulin pump in her bra and it was hot outside and she noticed that there was condensation in the screen. Customer stated that the screen had fogged up and it took several hours for the screen to get readable. Customer stated that this morning she woke up and needed 0.3 units of insulin, but when she went to hit the button to confirm, the whole screen completely went out and there was no power. Customer had a blank display on (B)(6) 2016. Customer checked the reservoir compartment for leaks but when she took the reservoir out, it made the screen condensation worse. Customer's blood glucose was 189 mg/dl at the time. Customer stated that when she was going to replace the battery, the screen came back on and allowed her to give insulin. Customer stated that the blank display happened within 48 hours of the moisture inside the screen. Customer was advised that the insulin pump will need to be replaced.